Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was unable to adjust stimulation from left to right like they used to be.  Patient reported they had sciatica problem on left side only and a few days ago problem started on right side. Patient states this has caused problems with their walking. Patient thought they were programmed so that they could switch over. Patient states they've had several different controllers because of this.